Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in the shunt of the ante brachial. On the first inflation a f/g sterling otw 5.0 x 40/80 (4f) was inflated for several seconds and ruptured at an unknown atmosphere. The balloon was removed intact. The procedure was completed with a different device. The patient status is "no problem" with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.